Manufacturer narrative:
E1 - address 2: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of the universal cord. A definitive root cause could not be identified. Based on the results of the investigation, it was likely that the malfunction was caused by a component failure of the universal cord. The most probable cause was traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid videoscope produced an abnormal image. The issue occurred during service or maintenance, not in a clinical setting. There were no reports of patient involvement.